Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2014 due to lens opacity (cataract). The cataract was removed by phaco-emulsification surgery and an iol was implanted. Post-op, the patient was pseuphakic and the uncorrected visual acuity was 20/20.

Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4)..